Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damage was found on the device. As a result of checking the event history log, the "no disposable" alarm was not confirmed. However, the event history log did confirm a record of repeated power on / off, which is thought to be related to the event reported. A function test of the device was completed and was unable to replicate the reported problem. As a preventative maintenance, the downstream sensor was replaced, and upstream sensor was re-calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during the use of the product, an alarm sounded. The customer checked that the pump and the status was "run". They then pressed the stop key, and a "no disposable, pump won't run" alarm message appeared on the display. No patient injury was reported.